Event description:
It was reported to philips that system would not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that there were no outputs from any of the dc supplies and confirmed that the problem was with the power/fan tray. The defective power distribution unit was returned for analysis, and it confirmed that the power supply unit (psu04) was defective. To resolve the reported issue, the fse replaced the dcps and pdu fan tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.